Event description:
It was reported that there was noise on the right atrial (ra) channel of the pacemaker system. The lead safety switch was also triggered for pace impedance less than 200 ohms. The ra lead remains in service at this time and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).